Event description:
During a collimator change on a gamma camera, the customer did not take care to ensure proper alignment as per the use instructions. As a result, the collimator began to drop to the floor. The customer was in the process of pushing the collimator off the cart. When the collimator began to fall off the cart, the customer was pulled forward and there was impact with the system. The customer rec'd an injury to the face that required stitches.

Manufacturer narrative:
Add'l model numbers: 04380221, 05242826, 05977066, 05977074, 05984005, 05989079, 05989087, 05989095, 05991109, 05991117, 05992099, 07324119, 07324135, 07324143, 07324150, 07760809, 07760932, 07761161, 07823946, 07823953, 07823979, 10151531, 10151532, 10275879, 10413009, 10520745. PMA/510(k): symbia e single/dual: k072567, k082506.